Event description:
This lead was capped and replaced due to no sensing and high capture threshold. There were no adverse events reported for the pt. Should more information become available, this report will be updated.